Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - maquet powerled ii. As it was stated, upon the device inspection, the technician noticed that the device was installed on only three out of six fixation screws. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from the main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as only three screws holding the device may lead to the device detachment from the ceiling and serious injury, whereas any particles falling off into sterile field or during procedure may cause contamination.